Event description:
It has been reported that the optipac perforate system didn¿t work, so the nurse wasn¿t able to prepare the cement to the oxford prosthesis. She opened a new optipac and worked normally.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Complaint sample was evaluated. The product analysis shows that the monomer pouch was still full, and was pierced by the cannula. The mixing top was assembled on the cylinder but it was not well screwed. The most probable root cause is a air leakage due to the fact that the mixing top was not screwed enough. With the available information, the most probable root cause of the event was likely due to an handling error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that the optipac perforate system didn¿t work, so the nurse wasn¿t able to prepare the cement to the oxford prosthesis. She opened a new optipac and worked normally.